Event description:
It was reported that the patient developed vf storm, and the clinic expected to received wireless vt/vf alert notification, but did not. Also noted was that the transmission is not viewable on the website. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.